Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic dissection approx 1.5 months ago. The aorta and iliac arteries were extremely tortuous. It was reported that the proximal main stent graft was implanted and during the implant of the distal main stent graft there was difficulty advancing the delivery system due to the tortuous anatomy, and the second device impacted/moved the placement of the first stent graft (see MFR # 2953200-2010-02439). No further complications were noted during the implant procedure. At a later date, a retrograde type a dissection was noted; it was thought that the unintentional movement of the first graft (due to the difficult delivery of the second graft) led to the bare springs creating a retrograde type a dissection. The decision was made to surgically repair the ascending arch with an open graft. The bare metal springs of the talent stent graft were removed, and the open graft was sewn partially to the fabric of the talent device and partially to the native vessel. The ascending arch was successfully repaired, and the talent graft was left in place. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (dissection, endoleak), (tortuous anatomy, pre-existing thoracic aortic dissection), (stent graft used for treatment of a pre-existing thoracic aortic dissection). Eval, conclusion: (tortuous anatomy, pre-existing thoracic aortic dissection), (stent graft used for treatment of a pre-existing thoracic aortic dissection).